Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a broken lead that occurred during a procedure. It was noted that the lead was removed due to failure of therapy. When taking the lead out, as described by manufacture literature, the lead snapped making it difficult and prolonged retrieval. Actions/interventions were noted as larger cuts and longer operating time to retrieve remainder of lead. No factors were noted to have led to the event. The issue was noted as resolved at the time of the report. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.